Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager on refrigerator was failed repeatedly. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator had a failed remote manager. A field service engineer replaced the mini switches to remote manager latch to resolve the issue. The system functioned as intended after the field service troubleshooted the device.